Event description:
It was reported that during an unknown procedure, the device could not fire completely. There was only half staple line and cut line. The staples came out were b-formed. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Results: incomplete firing cycle. The analysis results found that the device was received in good visual condition and with a cartridge loaded on the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.